Manufacturer narrative:
(B)(4). Concomitant medical products: catalog #: pt-113950, pt hybrid glen post regenerex, lot # 724320, catalog #: 406669, stn pn thd tip .125x2.5in 2pk, lot # 745160, catalog #: 113633, comp primary stem 13mm mini, lot # 180300, catalog #: 118001, versa-dial/comp ti std taper, lot # 497590, catalog #: 113046, versa-dial 46x24x47 hum head, lot # 753240. The customer has not indicated whether the product will be returned to zimmer biomet for investigation or not. Once this information is obtained a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Unknown if product will be returned.

Event description:
It was reported that the patient received an initial left shoulder arthroplasty approximately a year ago. Subsequently a revision occurred about 2 months ago due to a loosening baseplate and bone erosion.

Manufacturer narrative:
(B)(4). Updated: b4, b5, d1, d4 (item, lot, exp date, UDI), d6, g4, g5, h1, h2, h4, and h10 d11 - medical product: catalog #: 115370, comp rvs tray co 44mm, lot # 471960. Catalog #: xl-115363, arcom xl 44-36 std hmrl brng, lot # 270080. Catalog #: 115310, comp rvrs shldr glnsp std 36mm, lot # 87550. Catalog #: 180559, comp nlk scr 3.5hex 4.75x25 st, lot # 135360. Catalog #: 180551, comp lk scr 3.5hex 4.75x20 st, lot # 352670. Catalog #: 180552, comp lk scr 3.5hex 4.75x25 st, lot # 339050. Catalog #: 180550, comp lk scr 3.5hex 4.75x15 st, lot # 869170. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was further reported that the patient had an initial left total shoulder arthroplasty approximately two (2) years ago. The patient was revised about a year ago due to subscapularis failure (covered under a different complaint). Then a month later the patient was revised due to a loose baseplate. Then again about four (4) months later for the second part of the two stage revision of the left shoulder.

Manufacturer narrative:
(B)(4). Reported event was considered confirmed as the x-rays show there is lucency along the glenoid implant fixation screws reflecting osteolysis and loosening of the glenosphere. The baseplate component was loose as well while the humeral is not. Bone quality is noted to be mildly osteopenic. Device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.